Event description:
It was reported, the patient was having their pump moved because the surgeon placed the implantable neurostimulator right by the drug pump and it became uncomfortable for the patient to have them close by each other. It was unknown when the discomfort started and ¿it started after a period of time.¿ it was further reported, the pump was moved to the left buttocks and it was unknown how the patient was doing now. It was unknown what drug the pump was being used to deliver. Additional information received reported the patient had a dye study, which showed a leak in the catheter. It was noted, the pump was not moved because of pain with close proximity to the other device. The patient had a catheter leak; therefore, was not getting medication to the appropriate area. It was reported, the pump was moved since a revision was already being done. It was further reported, the patient recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8583, lot# n302571, implanted: 2011 (B)(6); product type accessory product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).